Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: a review of the pump black box data showed no evidence of pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was cracked. The returned battery cap was unable to fully attach to the pump; the pump reboots were duplicated with the returned battery cap and with a test battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test and it also caused the pump reboots. The pump cover was removed and there were no intermittent condition found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).